Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (alarm 1). Additionally, the insulin gauge was inaccurate. Customer's blood glucose was 95 mg/dl. Customer loaded a new cartridge successfully and resumed insulin delivery.